Event description:
There was an allegation of a questionable sodium (na) result from the cobas 6000 c501 module. The initial result was 189 mmol/l, and the repeat result was 139 mmol/l. The initial result was repeated as the analyst recognized the value was high. The sample was repeated on the same instrument. The questionable result was not reported outside of the lab.

Manufacturer narrative:
The sodium electrode lot number is alh26. The expiration date was not provided. A field service engineer (fse) replaced the tubing in the rinse unit and adjusted the filling levels of the cuvettes. The investigation determined that the service action resolved the issue.